Event description:
Ref20029e did not allow mannitol infusion to flow through micron filter causing a delay in medication administration on a critical patient. All product be removed from the emergency department and replaced with ref20027e. Filter was exchanged to ref20027e and patient received medication. The previously available 0.2 micron filter (ref20027e) had a larger surface area than the current 0.2 micron filter (ref20029e). The change has resulted in lines occluding more easily. No defects, just unexpectedly product was not compatible with mannitol infusion.